Manufacturer narrative:
(B) (6). (B) (4) - catheterization. The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.

Event description:
It was reported to boston scientific corporation that "[the patient] was improving and surgeon seemed to think the retention was related to a condition she had before the surgery." It is unknown what pre-existing condition the patient had.

Event description:
It was reported to boston scientific corporation that immediately following an otherwise uneventful anterior pelvic floor repair procedure using a pinnacle anterior/apical pfr kit, the patient presented with urinary retention. The physician then placed a suprapubic catheter inside the patient and the patient was subsequently hospitalized for 2 weeks. Reportedly, the physician opined that the patient could continue to have the catheter until around (B) (6) 2010. The physician could "possibly" perform further medical intervention to treat the retention.